Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 8mm distal to the distal strain relief. Analysis also identified multiple hypotube kinks on several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 16mm synergy ii drug eluting stent was advanced to treat the lesion. However, during advancing, the shaft broke inside the guide catheter. The device was completely removed and the procedure was completed with another 3.00 x 16mm synergy stent. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm synergy ii drug eluting stent was advanced to treat the lesion. However, during advancing, the shaft broke inside the guide catheter. The device was completely removed and the procedure was completed with another 3.00x16mm synergy stent. No patient complications were reported and the patient was in good condition.